Event description:
On (B)(6) 2018, a 27mm trifecta valve was explanted. Information regarding the explant of this 7-years old valve was received from the hospital device tracking department with a notation ¿manufacturing defect¿ and no additional details. Additional information has been requested however additional information and the status of product return and patient is pending.

Event description:
On (B)(6) 2018, a 27mm trifecta valve was explanted. Information regarding the explant of this 7-year old valve was received from the hospital device tracking department with the comment ¿manufacturing defect¿ and no additional details. Additional information was requested by email, and in person visit with abbott representative, but despite multiple requests, nothing was provided and the valve was not returned to abbott.

Manufacturer narrative:
Additional information was requested, but not provided. An event of a 27mm trifecta valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.